Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient was revised due to pain. Right knee.

Manufacturer narrative:
An event regarding pain and loosening involving an unknown baseplate was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "photocopies of pre-revision x-rays including an ap of bilateral knees and a sunrise and lateral view of a knee were reviewed. On the ap view there is lucency surrounding the undersurface of the baseplate and the keel. The tibia is in various position and there appears to be some collapse of the medial tibial plateau. Findings of tibial lucency is present on the lateral view as well. The patella is not well visualized on the sunrise or lateral views." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed loosening stating lucency observed undersurface of the baseplate and the keel. The tibia is in various position and there appears to be some collapse of the medial tibial platea. Tibial lucency is also observed at the lateral view of xray. However, the root cause of the lucency observed could not be determined because insufficient information was provided. Further information such as return of device, pre and post op xrays, surgical implant records are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Sales rep reported patient was revised due to pain. Right knee.